Manufacturer narrative:
The agent reported, instability. Male 70. Complaint has been evaluated and is similar to report number 1644408-2026-00921; 402-03-282, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision sugery due to instability.